Manufacturer narrative:
(B)(4).

Event description:
The pt experienced lethargy/sleepiness following a cap (catheter access port)/spiral CT procedure. The drug infused was baclofen conc 2000 mcg/ml. The next day the pt was doing better. The results of the cap/spinal CT were unk yet.